Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no sheath tip damage. The dilator tip was found to be damaged, however that is not reportable; therefore, this is not a reportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that pre-dilation was performed using a 5fr sheath. When the r2p destination slender guiding sheath was attempted to be inserted into the blood vessel, the guiding sheath was unable to advance through due to resistance. The guiding sheath was removed from the patient and the tip of the guiding sheath was found to be deformed. The guiding sheath was not used and replaced with another guiding sheath from a different lot to continue the procedure. Subsequently, the procedure was successfully completed. The estimated blood loss was less than 250cc. There was no health damage for the patient. Additional information was received on 15feb2021. The procedure being performed was treatment for the iliac using a left radial approach. The reported issue occurred after pre-dilation using the 5fr radifocus introducer.